Event description:
A us distributor returned a monitor and reported monitor speaker hums and displayed abnormal shutdowns.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns, system speaker hums) has been confirmed. Upon investigation the monitor did not pass essential performance testing. The cause for the failure was isolated to liquid contamination on v1003 component causing speaker+ to short to ground effecting the 5.4 volts the root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There were no adverse events associated with the monitor malfunction.